Manufacturer narrative:
On 9-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and 3ml of blood leakage was noted from the hemostatic valve. The medical team then noticed that the hemostatic valve was dislodged inside of the hub. There were no other physical damages or defects noted on the brim cap or hub. No air entered the patient's body. A new device was used to complete the surgery and there was no patient injury report. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the hemostatic valve was observed dislodge inside the hub component, the dislodgment of the hemostatic valve can be related to leakage issue reported by the customer; however this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. Furthermore, the device itself was returned to johnson & johnson medtech's for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Additionally; reddish material, presumably blood, was observed inside the hub and over the hemostatic valve, which could be related to the biological material reported by the customer. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 60000715 number, and no internal actions related to the complaint were found during the review. The dislodgment of the valve could be related to the related to the leak issue reported by the customer, therefore the complaint was confirmed. The potential cause of the issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. In the other hand, the biological issue reported by the customer could be related to the reddish material, presumably blood, observed inside the hub. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and 3ml of blood leakage was noted from the hemostatic valve. The medical team then noticed that the hemostatic valve was dislodged inside of the hub. There were no other physical damages or defects noted on the brim cap or hub. No air entered the patient's body. A new device was used to complete the surgery and there was no patient injury report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).